Event description:
Reported by patient as: "I developed a pain in my epigastric area which lasted a minute or so. Then I started gaining weight, and I am hungry now. The doctor diagnosed a leak at the band itself." Follow up with the doctor's office reveals: "a leak was diagnosed at the gastroesophageal junction. I don't know if the doctor will be replacing the port, vs the band and the port. There is no fluid in her band."

Manufacturer narrative:
Taper type ii. The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."